Event description:
Received a letter from an attorney alleging a fire occurred in a home where a pride powerchair was located. The end user passed away as a result of injuries sustained in the fire.

Manufacturer narrative:
Device and scene evaluation anticipated, but not yet begun. It has not yet been determined if pride's product caused or contributed to the event. Pride is reporting this incident based on the severity of the complaint.